Manufacturer narrative:
(B)(4). Per the ccp: the unit was power cycled multiple times and connections detached and reinserted without success, the monitor did not reset. The pump base was connected to alternating current (a/c) power and no circuit breakers were tripped. Once the unit was replaced, the pressure was normal, all cable connections were checked and found to be secure. The reported complaint was confirmed. During the laboratory evaluation, the arterial monitor did not power on because of a defective cpu board. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor did not have power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 19-aug-2016: this occured during start-up (set-up) and did not impact the procedure in any way. The perfusionist (ccp) took an arterial monitor from another sarns 8000 system and used it for the case. There were no issues with the sarns 8000 system during cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm.